Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or system shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. Fuses f1 and f9 were replaced. The system was tested and found to be working as intended and returned to service.